Event description:
It was reported that the patient presented with right leg pain, with history of previous l4-5, l5-s1 fusion. Patient found to have extra osseous bone around the l4-5 plif site with foraminal stenosis at the right l4 and l5 foramen. Per the medical records, the patient failed conservative modalities and considering her difficulty with walking and severe pain with activity the decision to remove the hardware was made. On (B)(6) 2010 involved in a work related injury on (B)(6) 2009. She has discomfort in her lower back and over time has been having constant left paraspinal pain, left buttock pain and left greater than right posterior thigh and calf pain with tingling along the soles of her feet. On (B)(6) 2010 patient underwent c5-6 anterior cervical discectomy and fusion (B)(6) 2010 patient returns for follow-up post c5-6 anterior cervical discectomy and fusion on (B)(6) 2010. Patient doing well. On (B)(6) 2010 patient returns for follow-up post c5-6 anterior cervical discectomy on (B)(6) 2010. Patient has some incisional discomfort along the c7 promontory region, otherwise no other symptoms. Patient still complains of lower back pain. On (B)(6) 2010 office consult note states after a work related injury, the patient presents with severe lower back pain that has progressively worsened over time. She has radiation of pain into the left paraspinal region, left buttock and also left greater than right posterior thigh and calf pain with tingling along the soles of her feet. On (B)(6) 2010 patient underwent l4-5, l5-s1 lumbar interbody fusion with pedicle screw stabilization. On (B)(6) 2010 patient underwent bilateral l1-l5 and l5-s1 micro-lumbar diskectomies for decompression purposes, l4-l5 and l5-s1 posterior lumbar antibody fusion, l4-l5 and l5-s1 lateral mass fusion, l4-s1 pedicle screw stabilization utilizing bone morphogenic protein, autologous and allograft bone, and microscopic dissection technique. On (B)(6) 2010 patient presents with nagging hypersensitivity in the right l5 distribution as well as mild weakness in the right extensor halluces longus muscle consistent with right l5 nerve root irritation. On (B)(6) 2010 patient presents with burning sensation in the right l5 distribution with hypersensitivity. On (B)(6) 2010 patient presents with slight degree of hyperesthetic sensation along the bottom of the foot near the ball of the right foot. On (B)(6) 2010 patient presented with burning pain in her right lateral calf and across the dorsum of the right foot, especially into the right big toe in the l5 distribution. Complaints of burning pain in right lower aspect of the forearm and extending into the hand, especially at night. On (B)(6) 2010 the patient presented with left paraspinal cervicalgia, low back pain along the left paraspinal region and burning dysesthesias in right forearm and right wrist. Patient also continues to complain of right lower extremity burning dysesthesias in the right l5 distribution. On (B)(6) 2010 office consult note states patient continues to complain of significant low back pain along the left paraspinal region. It is worse when she has pressure applied to the back area. She states that when she did her repeat MRI scan that this caused an extreme exacerbation of her back pain. She also continues to have the hyperesthetic pain in her right lower extremity. On (B)(6) 2012 patient complains of severe pain down both legs, right greater than left. She is known to have persistent stenosis status post lumbar decompression. She had a bone overgrowth phenomenon at l4-5 with impingement on the l5 nerve roots bilaterally. On (B)(6) 2012 patient got injections but still has severe paresthesias, numbness and tingling and a sensation of bee stinging in the foot that keeps her up all night. On (B)(6) 2012 the patient underwent posterior lumbosacral spine surgery secondary to disk disease for removal of posterior segmental hardware, (B)(4), revision of right l4 foraminotomy, (B)(4), revision of right l5 foraminotomy, (B)(4) and exploration of fusion l4-5, l5-s1 (B)(4) to treat foraminal stenosis l4-5, l5-s1, with possible pseudoarthrosis, and ossification of the l4-5 extra discal space. On (B)(6) 2012 during procedure the screw went through the pedicle. Vascular surgeon was called. No excessive bleeding was asserted at that time. The patient¿s follow-up cat scan of the abdomen did not reveal any complications and no surgical intervention is warranted. While the surgeon was removing the l4 pedicle screw on the left, he felt that the screw was advancing. The screw had broken the cortex and slipped anteriorly approximately 5mm. L4 pedicle screw was removed together. On (B)(6) 2012 patient is 10 days post lumbar revision, removal of hardware. Her leg pain is much improved. On (B)(6) 2012 patient is 6 weeks post hardware removal at l4-5 and l5-s1 and sates she still has mechanical back pain around incision. She still complains of nerve pain in the legs and bilaterally with burning sensation. On (B)(6) 2012 office consult note states patient was improving up until a few weeks ago when she started developing an increase in generalized pain. She states she has pain along the entire spine that is throbbing sensation and also pounding and throbbing sensation that radiates into her left foot. She feels she has taken a step backward in regard to the surgery. On (B)(6) 2012 follow-up consult note states patient still complains of bilateral leg pain with radiation into the left foot with a burning sensation into the left foot. Imaging study/test: (B)(6) 2012 lumbar spine series shows mild degenerative changes at the l4-l5 and l5-s1 levels. On (B)(6) 2010 cervical spine plain film, no evidence of fractures or dislocations. The prevertebral soft tissue appears normal. Unremarkable postsurgical changes. On (B)(6) 2010 lumbar spine series, internal development of grade 1 anterolisthesis of l4 on l5. This may be related to degenerative changes within the posterior articular facets, as I do not see pars defects with certainty, although oblique films were not obtained. No change in severity of this listhesis with flexion and extension. Mild degenerative changes at the l4-l5 and l5-s1 levels. On (B)(6) 2010 lumbar spine, postsurgical changes are identified of l4-l5 and l5-s1. Wide laminectomy and bony fusion is noted. On (B)(6) 2010 lumbar spine radiographs indicates stable hardware fusion in lower lumbar spine. No new findings. On (B)(6) 2010, lumbar spine 2 or 3 views which indicated intact hardware, grade 1 spondylolisthesis l4-l5. No change on ap and lateral views dating back to (B)(6) 2010 , lumbar spine 2 or 3 views which indicated no change compared with (B)(6) 2010 ¿ date unknown, CT scan of cervical spine which indicated by report that this was within normal limits. Date unknown, CT scan of the brain which indicated that this was within normal limits. Date unknown, emg/nerve conduction velocity studies and these were consistent with moderate carpal tunnel syndrome. On (B)(6) 2010, patient had a repeat MRI scan of the lumbar spine which indicated l1-l2 minor facet changes, l2-l3 minimal facet hypertrophic changes, mild bilateral foraminal stenosis, l3-l4 mild bilateral foraminal narrowing, facet hypertrophic changes, l4-l5 left foraminal disk herniation and at least moderate bilateral foraminal stenosis is noted. On (B)(6) 2011 mr evaluation on the cervical spine-mild degenerative disk bulges at the c4-c5 and c6-c7 levels. No central or neural foraminal stenosis.

Manufacturer narrative:
The part number of the suspect device was not identified, therefore, the manufacturer cannot determine the suspect device. However, the suspect devices in use are part # 8379122c, part # 8379120c, part # 8115534, part # 8379121c, part # 8370060, part # 8281246, part # 837-640, part # 837-630, part # 837-540, and part # 837-730. (B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.